Manufacturer narrative:
Per the tandem user guide: accessories for charging from wall outlets, as well as from a computer usb port, are included with the pump. Use only the accessories provided to charge your pump. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump was hot to touch while charging. Reportedly, the customer was using a non-tandem wall adaptor and a tandem charging cable to charge the pump. There was no adverse impact to the customer's blood glucose level. A replacement pump and tandem-provided charging supplies were sent to the customer to resolve the issue.